Manufacturer narrative:
(B)(4). The customer reported they replaced the breath delivery unit (bdu) printed circuit board (pcb). The service engineer (se ) evaluated the ventilator, and uploaded the operational software. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator stopped cycling. There was no patient involvement.